Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that on (B)(6) 2011, the patient underwent cystoscopy, right ureteroscopy and laser lithotripsy with right ureteral stent placement. It was reported that the patient underwent vaginal scar and mesh resection and revision on (B)(6) 2013 due to vaginal pain and excess scarring. It was reported that on (B)(6) 2013, the patient underwent cystoscopy left ureteroscopy, holium laser lithotripsy, left ureteral stone extraction and left ureteral stent placement.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with hysterectomy with right salpingo-oophorectomy, pelvic floor reconstruction and peritoneal biopsy due to sui, chronic pain and rectocele. It was reported that patient underwent a mesh revision and removal on (B)(6) 2009 and (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.